Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the (B)(6) eleventh floor at the account. There was no pt/user injury reported this report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse communication cable had some bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2009 to 2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse communication cable to resolve the issue. Based on this information, no further action is required.